Event description:
It was reported the patient's scs ipg was not charged for over a year and would no longer communicate with external devices. The patient's ipg was explanted and replaced on (B)(6) 2014. The patient is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.